Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage at catheter junction the patient was admitted for appendiceal cyst. On (B)(6) 2025, the assigned nurse administered intravenous fluid therapy per physician's orders. During priming with saline solution, leakage was detected at the connection point between the y-shaped catheter hub and the needle of the closed-system IV catheter, rendering it unusable. The catheter was immediately replaced with another, causing no harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#5118737): 1) the products of this batch were assembled at intima ii auto line 2 in may 2025 and packaged at r240 package line in may 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned two photos but did not return the actual defective unit. The photos show: specification 24g, item number 383033. The photos do not reveal the specific location or condition of the leakage. 3. Leakage test a retained sample of this lot, and no leakage was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the photos provided do not reveal the specific location or condition of the leakage, and the defective unit was not received for further inspection and analysis, the root cause of the leakage cannot be determined. The plant will continue to monitor and follow up on such defects.